Event description:
It was reported that the insulin pump alarmed. The customer's blood glucose reading was 9.7mmol/l. Troubleshooting was performed, and the drive support cap was protruded. Advised the caller to discontinue using the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Insulin pump alarmed during prime test due to a loose/flush drive support disk. A scratched lcd window and missing end cap sticker was also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.